Event description:
Customer reports a 'black spot' in various locations specific to the left upper quadrant around base of stoma, after a first time use. Further report states that this issue does not occur every time, just after a few pouch changes. After discontinuation of product, the black spot was no longer evident.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End-user was recommended to discontinue use of this moldable type product. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted.